Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving medication via an implantable pump. There was a revision of the intrathecal pain pump on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Device code (B)(4) is no longer applicable.

Event description:
Additional information was received from a healthcare professional. The patient was being seen on (B)(6) 2016 for a pain pump revision. The patient complained of swelling at the pump site and in their back. Over time the swelling increased. The patient had been wearing an abdominal binder; however the patient did not feel it had made a difference. The surgical sites were clean and dry without drainage. The patient's overall chronic pain had improved since pump implant. The assessment/plan was to drain fluid around the pain pump. The plan included the continued use of the abdominal binder. The patient "apparently" has a small egress of cerebrospinal fluid (csf) into the posterior soft tissues, which over time has been causing swelling around the incision area. This has been painful and uncomfortable for the patient, and has been getting worse over time. On (B)(6) 2016, the plan was to re-open the posterior incision, drain the fluid area, and then oversew the area so that there is no more area of csf leak. The cause of the issue that led to the revision of the pain pump on (B)(6) 2016 was a csf leak. The issue that led to the revision of the pain pump on (B)(6) 2016 has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.